Event description:
Pt reported a baby born with a "birth defect" (congenital anomaly or malformation), specify - 1q21 microdeletion," post-implantation of breast implant. Multiple follow up attempts were made to determine device relationship to the event, yet no add'l info could be obtained from the pt or the diagnosing physician. No indication treatment or surgical reoperation has occurred. Device remains implanted. This medwatch represents the left side device. See MFR # 2024601-2015-0002 for the right side.

Manufacturer narrative:
(B)(4). "In addition, concerns have been raised regarding potential damaging effects on children both ro mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health."